Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained a serious injury. The patient was transported to the hospital where he then received an appropriate lifevest defibrillation. The patient continues use. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4) - (B)(6) 2011. Electrode belt (B)(4) - (B)(6) 2013. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of five shocks. Multiple counting contributed to the false detections. At the time of the event, the patient was in a skilled nursing facility due to a preexisting hypoxic brain injury. The patient was conscious but did not press the response buttons during the entire event. The patient remained in the skilled nursing facility. It is unknown if the patient will continue use.